Event description:
The customer contacted stryker to report that their device was not analyzing a patient's rhythm as expected. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. Device data was analyzed and showed the patient rhythm was analyzed 12 times. The device log shows that the cprinsight was enabled, which enables the device to perform rhythm analysis without discontinuing CPR. During this analysis, the voice prompts do not alert the rescuer that analysis is being performed. No device failure. Root cause is user error. Device was archived by stryker. Stryker performed a second clinical review of the reported event and determined that the device use did not contribute to the patient outcome because the patient was not in a shockable rhythm during the event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Clinical review of the reported event was performed and it was concluded that there is insufficient data and contextual information within the file to determine the impact of the device use. Because the ECG data was unavailable for review, it is unknown if the patient was in a shockable rhythm at the time of the event. In the medical judgment of these reviewers, it is unknown if the device caused or contributed to the reported outcome.

Event description:
The customer contacted stryker to report that their device was not analyzing a patient's rhythm as expected. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.